Event description:
It was reported that patient was having issues with healing at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 in which the ipg was replaced and moved from the right flank to the left flank.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.